Event description:
Vascade mvp was inserted via 10 x 23 sheath into the left femoral vein. Sheath was pulled over device. Device was adjusted and appeared to stick in the vein. Proceduralist adjusted the device and was still unable to remove it. After one more attempt to remove, the device released. X-ray and visual inspection identified no product was left inside the patient. Manufacturer response for device, hemostasis, vascular, cardiva vascade mvp vvcs 6-12f (per site reporter). Vendor notified by cath lab team.